Event description:
A patient reported experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were "110 mg/dl" and "41 mg/dl" on the meter. Tests were done within 15 minutes with a difference of "61 mg/dl". Patient did not experience any adverse events. A hematocrit level of one point below ("24") the accepted range ("25-60"). No further info has been reported.